Event description:
An a-p lipped 9mm small tibial insert was impacted as usual. Even though it appeared fully seated, there was approximately 1-2mm of play. It appeared locked and required an ostetome to remove it. It was explanted and replaced with the condylar component. There was no adverse consequence for the patient.